Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that left ventricle lead had a impedance of greater than 2500 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was reported that the left ventricular lead had high thresholds. The lead was capped. The pacing was changed to the right ventricle only. No patient complications have been reported as a result of this event.